Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their bottom teeth are not aligned as they should've been, the patient stated that this was not how they looked on the diaphragm that was sent before they started treatment. The patient also stated that her teeth did get a bit sensitive because of the byte treatment, she states they got "thinner"/sharper.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.